Manufacturer narrative:
Correction to h10: the complaint history was reviewed and there were three previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. False positive results were not reproduced during the investigation. Root cause was undetermined.

Event description:
Customer reports receiving a false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22702j, reader sn (B)(4)). A repeat cue test performed on (B)(6) 2022 provided a negative result. Customer also performed a rapid antigen test (unspecified brand) which also provided a negative result. Customer mentioned that there was a possible exposure a week prior to testing positive. Confirmed that they are vaccinated/boosted, no symptoms, and cartridges were stored appropriately. Customer also mentioned they are experiencing invalid and canceled results.